Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but there was traces of fluid ingression by the dso sensor. Evidence of reported problem in event log was found. During the evaluation of the device, fluid had built up in the pump through means other then the pump itself leaking. This is believed to have been somehow customer induced as there were no faults found on the device other then that the dso sensor was damaged. The dso sensor was replaced and the pump is fully functional once again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a "cassette not properly attached" error.